Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Field site engineer arrived on site and evaluated the device. Fse confirmed pdu pcb heater relay failed and had started a fire within the laser. Top of pdu pcb was burnt and soot was found within the device. Labels including part number and revision number on the pdu pcb labels were burned and unreadable. Cables at top of pdu to cpu were also burnt and damaged. According to fse, "based on the heater relay style, the pdu was likely an older model (710-0173-300)." To resolve the issue, the latest revision of the pdu pcb (710-0173-410) and cables were ordered to replace damaged parts. Fse performed a complete reassignment of deck and replaced parts as needed. This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event.

Event description:
It was reported that smoke came out from the picosure causing the fire alarm to go off. No injuries were reported.